Event description:
I used fixodent, polygrip & sea bond pads from approximately 1999 until 2009. I was using the above name products and began experiencing numbness and tingling in my extremities. In 1999, I was diagnosed with neuropathy. I was told by my dr. That I had been exposed to some sort of toxin that caused nerve damage to my legs. My neuropathy is permanent and requires continued medical care and treatment. Dose: denture cream. Denture pads. Frequency: once daily. Route: oral. Dates of use: 1999-2009. Diagnosis: denture adhesive cream. Denture adhesive pads. Event abated after use stopped: no.